Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique via a 5f-24f sheath hole prior to an interventional leadless pacemaker implantation procedure. Reportedly, the suture of one prostyle device was successfully pre-placed. However, when attempting to the pre-place the second prostyle suture, no suture was attached to the needle upon plunger removal. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 24f sheath, and the leadless pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.